Manufacturer narrative:
Article citation: wilson, henry b. ¿¿no-touch¿ enhancement significantly reduces the risk of infection-related failure in immediate breast reconstruction.¿ annals of plastic surgery, vol. 82, 2019, doi:10.1097/sap.0000000000001789. (B)(4). The events of infection, seroma, wound dehiscence, necrosis, drainage, and abscess are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to "mastectomy." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Reviewed journal article "no-touch" enhancement significantly reduces the risk of infection-related failure in immediate breast reconstruction." Per the journal article the events of "infection, seroma, wound dehiscence, drainage, drainage," and "abscess" were reported against an unknown side tissue expander for 133 patients. Manufacturer of the device is unknown.